Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-34, the target implant depth was 3mm, but the actual depth during initial deployment was between 7mm and 10mm. To adjust the depth, the valve was recaptured into the delivery catheter system (dcs). An infold was noted during the first recapture. The valve was not implanted due to the infold, and a change out of the product was performed prior to implant. The dcs was also changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012404902); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.